Event description:
Pump declared an altitude alarm, causing customer's blood glucose to display as "high," though the specific value was unknown. Customer addressed the high blood glucose with a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Customer was advised by technical support to remove an obstruction from the speaker holes, clean them as instructed, and to reconnect the cartridge after removal to resume insulin provision.